Event description:
It was stated that the customer was hospitalized for low blood glucose levels, with a reading of 75 mg/dl. The mother stated that the reservoir was filled with 150 units last night, and it's already down to 19.50 units. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the displacement test. However, the mother felt that the insulin pump had delivered almost 100 units of insulin without recording it in the bolus history. The mother was very uncomfortable with the insulin pump, and asked to have it replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No delivery or history anomalies were noted.